Manufacturer narrative:
Device analysis: 1 syringe received with no defect; needle was attached. A review of the device history record has been completed. No deviations or non-conformance noted.

Event description:
Healthcare professional reported 1 syringe of juvéderm voluma® xc "was not able to push the product out." Patient contact occurred. No injuries were reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Healthcare professional reported 1 syringe of juvéderm voluma® xc "was not able to push the product out". Patient contact occurred. No injuries were reported.